Manufacturer narrative:
A medtronic representative reported that while on site he spoke with the surgeon and the rn. The only issue was that they sometimes have difficulty verifying the straight suction. This was fixed by moving the emitter and adjusting the angle of the instrument inside the em field. The rep spoke to the nurse about placement and offered malleable suctions as a backup option. The therapy was delayed less than 10 minutes and never discontinued. The issue happened in the navigate task. The rn retrained other staff members about emitter placement. There were no other issues at the site.

Manufacturer narrative:
Patient information was not made available from the site. On 05/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Medtronic representative spoke with registered nurse (rn), (B)(6), however, no further details of the reported issue were provided. On 05/04/2016 software analysis was unable to determine probable cause with the information provided. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that while in a functional endoscopic sinus surgery (fess) the site has had difficulty enabling the navigation system to recognize instrument and patient trackers. The site did not report this from any specific procedure, however, noted this difficulty on multiple dates. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedures with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome reported.